Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation and exchange due to concern with the product. The device remains implanted.

Event description:
Patient reported right side deflation and exchange due to concern with the product. Device has been explanted.

Manufacturer narrative:
Device analysis: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed one opening assessed as surgical damage and one opening assessed as fold flaw opening. ¿ anxiety - product/ procedure: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure crease and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "hemostat used to remove both sides. Right side deflated prior to procedure".